Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 to 23 mg/dl at the time of the incident. The customer was given d10 to treat. The customer experienced symptoms such as feeling lazy. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also sick and fighting a cough. Customer had issues with their meter giving incorrect readings 100 points over or under. The customer was hospitalized with a 800 mg/dl level but their sensor was reading low. The insulin pump will not be returned for analysis.